Event description:
During surgical procedure intraocular lens was being inserted, haptic did not dispense/unload correctly, creating an increased risk of dislocating intraocular lens and rupturing capsular bag.